Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that unexpected receiver shutdown occurred on a receiver with a serial number of (B)(6). However, a transmitter with serial number of (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. An attempt to pair the device with the nordic bluetooth was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.